Event description:
It was reported that retrieval difficulty occurred. The 60% stenosed target lesion was located in the mild tortuous and moderately calcified vessel. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that there was difficulty retrieving the filterwire into the sheath. The device was removed in one piece. The procedure was completed using an alternative method. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: (B)(6).